Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery when there was an occlusion. The customer indicated that their blood glucose was high, but their blood glucose level was unknown at the time of the incident. Customer treated with an insulin pen. The insulin pump will be returned for analysis.